Manufacturer narrative:
Initial.

Event description:
It was reported that after replacing a dexcom g7 continuous glucose monitor (cgm) sensor and completing warm-up, the ilet did not display cgm readings for an extended time until connection resumed during troubleshooting, consistent with intermittent communication failure between the g7 and the ilet. Symptoms included hyperglycemia with a peak glucose of 296 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components relevant to communication identified as the antenna and the electrical or magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.